Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 150ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought. The complaint reported a filter leak from the header of the unit during processing causing the blood loss. (B)(4) reported product will be returned for medivators quality investigation. However, product has not been returned yet. Therefore, medivators cannot confirm the complaint of a header leak at this time. Medivators remains in close contact with (B)(4). Continued investigation is underway. This is a (B)(4) region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 150ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought.